Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 53 mg/dl following insulin delivery and a meal announcement. Ems was called at the user¿s request and treated the end-user at home with oral carbohydrates and glucose gel. The end-user was stabilized and discharged the same day with no reported long-term effects.